Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen screen and is unable to access pump. The customer experienced high blood glucose level. The customer blood glucose level at the time of incident was 323 mg/dl. The insulin will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with a normal operating current. Device was monitored for several hours and no blank display noted during the testing. Also, no frozen screen noted. (B)(4).